Event description:
It was reported that there were a loss of capture, high pacing impedance, and r-wave amplitude variation and the right ventricle (rv) lead. Diagnostic imaging was performed, and lead dislodgment was confirmed. The rv lead was repositioned to resolve event. The patient was stable.